Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the pump¿s black box alarm history showed multiple cs 012/052/054 call service alarms. During testing, the pump powered on with audible tones and vibration. The display was blank. The pump was opened and no damage was found to the display. A test display was installed and the display remained blank. Further testing was not able to be performed due to the blank display. Investigation revealed that a slave processor failure had occurred.